Event description:
Customer reported that the insulin pump keeps shutting off. Customer was able to turn it back on 45 minutes later, and the insulin pump shut off again. Customer stated that they have tried several batteries, however continue to receive a blank display. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.